Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was 122-123 mg/dl. A replacement cartridge was sent to customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.